Event description:
A reperfusion catheter 026 would not back load onto the wire. After closer inspection, the catheter was kinked on the distal end. Therefore, the catheter was never introduced into the body. There was no patient injury, and they had another catheter. The case was completed successfully with the use of the back-up catheter.

Manufacturer narrative:
Device investigation: results: there is a flat spot in the distal section of the catheter between 3.3 and 5.6 cm from the tip. A 0.026" mandrel was introduced into the hub and advanced the mandrel distally. The movement was smooth until the tip reached 5.7 cm from the tip. At this point the friction increased dramatically and forward motion stopped. The catheter is non-functional. The damage noted in the complaint is confirmed. The complaint notes that the catheter was being back-loaded onto a guide wire. The flat spot is positioned such that if the person loading the catheter onto the guide wire held the catheter too tightly, the damage done would be in this area. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.